Event description:
It was reported that the patient experienced a rash over the ipg site. It is unknown whether the rash was affiliated with the implanted device. The patient was prescribed topical cream to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.